Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy and overweight. Concurrent conditions included anemia, depression, anxiety, menses irregular, costochondritis, rectal bleeding, colonic polyp, internal hemorrhoids, multiple sclerosis, nausea, vomiting, chest pain, gerd, diarrhea, uti, constipation, tarry stools and abdominal bloating. Family history included colon cancer and colon cancer (maternal grandfather). Concomitant products included fluoxetine since (B)(6) 2017, hydroxyzine since (B)(6) 2018 and medroxyprogesterone acetate (depo provera) since (B)(6)2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal spotting/ vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, abdominal pain, vaginal haemorrhage, dyspareunia, menstrual disorder, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded both fallopian tubes were obstructed by the bilateral essure catheters. No contrast material was noted at either distal end.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, dyspareunia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, anxiety, depression, headaches, endometriosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy and overweight. Concurrent conditions included anemia, depression, anxiety, menses irregular, costochondritis, rectal bleeding, colonic polyp, internal hemorrhoids, multiple sclerosis, nausea, vomiting, chest pain, gerd, diarrhea, uti, constipation, tarry stools and abdominal bloating. Family history included colon cancer and colon cancer (maternal grandfather). Concomitant products included fluoxetine since (B)(6) 2017, hydroxyzine since (B)(6) 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal spotting/ vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, abdominal pain, vaginal haemorrhage, dyspareunia, menstrual disorder, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded both fallopian tubes were obstructed by the bilateral essure catheters. No contrast material was noted at either distal end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, dyspareunia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, anxiety, depression, headaches, endometriosis. Most recent follow-up information incorporated above includes: on 12-nov-2019: mr received- lot number were added. New reporters, medical history, family history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, cholecystectomy and overweight. Concurrent conditions included anemia, depression, anxiety, menses irregular, costochondritis, rectal bleeding, colonic polyp, internal hemorrhoids, multiple sclerosis, nausea, vomiting, chest pain, gerd, diarrhea, uti, constipation, tarry stools and abdominal bloating. Family history included colon cancer and colon cancer (maternal grandfather). Concomitant products included fluoxetine since (B)(6) 2017, hydroxyzine since (B)(6) 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal spotting/ vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, dyspareunia, menstrual disorder, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded both fallopian tubes were obstructed by the bilateral essure catheters. No contrast material was noted at either distal end. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal pain, dyspareunia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, anxiety, depression, headaches, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of pelvic pain, menorrhagia, vaginal haemorrhage were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included anemia, depression, anxiety, menses irregular, costochondritis, rectal bleeding, colonic polyp, internal hemorrhoids and multiple sclerosis. Family history included colon cancer. Concomitant products included fluoxetine since (B)(6) 2017, hydroxyzine since (B)(6) 2018 and medroxyprogesterone acetate (depo provera) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia"), 18 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches,"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("vaginal spotting/ vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), abdominal pain ("abdominal pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (ablation and hysterectomy,salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, abdominal pain, vaginal haemorrhage, dyspareunia, menstrual disorder, depression, anxiety, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: *discrepancy noted in insertion date- (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: new pfs + mr received- ablation, menorrhagia, migraines / headaches, dysmenorrhea (cramping).outcome of event pain from unknown to recovering/resolving was updated. Concomitant dugs and conditions, new reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.